Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis. It is well established pd patients are at high risk for infections of the peritoneum. The cause of the patient¿s tunnel infection and peritonitis can be attributed to nonadherence to aseptic technique during ccpd therapy as reported by a medical professional. Touch contamination or lack of aseptic technique during pd therapy is the leading cause of peritonitis. The nature of the infection is evidenced by the presence of an infectious pathogen that originates in human gastrointestinal tracts and affects immunocompromised patients such as the esrd population. Based on the available information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized. Upon follow up with the patient¿s peritoneal dialysis registered nurse (pdrn), it was reported this patient was hospitalized for a tunnel infection and peritonitis. Peritoneal effluent fluid cultures taken in the hospital presented with clostridium difficile and a white blood cell (wbc) count of approximately 15,000 mm3 (exact count unknown). The patient was diagnosed with a tunnel infection and peritonitis due to lack of aseptic technique during ccpd therapy on the liberty select cycler at home. The patient was prescribed intraperitoneal vancomycin at 2000 mg every five days for three weeks. The patient was able to undergo ccpd therapy on a hospital provided cycler (brand and model unknown) during this admission. The patient had an uneventful hospital course and was discharged on (B)(6) 2020. It was confirmed the patient¿s tunnel infection, peritonitis and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient recovered from this event and continues ccpd therapy on the same liberty select cycler at home post-discharge.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. In addition, the user guide was reviewed and states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error in accordance to the complaint description. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.